Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator on device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2013 and performed to specification up to and including the final history log entry on the (B)(6) 2016. The returned pad-pak was inserted into the device. The device powered on and cycled through the correct audio prompts. The device was then shutdown with a "warning low battery, device service required" prompt given and a red status led flashing. The device was tested on calibrated equipment. The device advised a shock however the shock was not delivered. The device was then disassembled for investigation. Investigation found the fault was due to adverse storage conditions. Measurements taken during the investigation indicate a membrane failure and on further investigation the membrane tail and metal domes were found to be corroded. The reported fault was not witnessed however the corrosion could have caused an issue with the on/off button. With a known good membrane fitted no fault could be measured and the device operated as expected. Furthermore the failure of the membrane had caused a significantly increased current drain, this would have resulted in the premature depletion of the pad-pak. Although no adverse temperatures were recorded, corrosion within the membrane would indicate moisture ingress.